Event description:
It was reported that the customer was hospitalized due to a stomach virus, which caused to raise her glucose level up to 1000mg/dl. It was stated that the customer still is in the hospital due to the stomach virus, and she is going back on the insulin pump. Initially, the caller stated that he was not able to rewind the insulin pump. Assisted the son to rewind the device and it was successfully. Troubleshooting was declined and she will call back upon her return at home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.